Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported by the hcp that the patient indicated that they felt the implanted neurostimulator (ins) was no longer functioning. The patient was in the hospital and had been since (B)(6) 2017 for a heart surgery. It was unknown if the patient had their patient programmer (pp) but it didn't seem like they had it with them. They also reported a loss of stimulation, which the hcp believed to have started some time since (B)(6) 2017, but wasn't sure. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that there was nothing wrong with the patient's device. They had an ascending thoracic aneurysm and had surgery for 9.5 hours. They were on a heart-lung machine for 4 hours. They repaired the issue and repaired the heart valve. They needed to turn off the device so their monitors would work. They were doing great on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.